Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 90% stenosis located in the distal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. It was also reported that the catheter of the stent fractured after it was removed from the patient. The device was not kinked and re-straightened during use. The patient is reported to be alive with no injury.

Manufacturer narrative:
Device evaluation summary: there was detachment on the distal shaft approx. 8cm proximal to the distal tip. The inner and outer material was straight and clean at the break site suggesting the device had been cut. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 22nd distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency could not be verified on both sides of detachment with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.